Event description:
It was reported that the ventricular lead was fractured and had loss of capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead had apparent explant damage.